Manufacturer narrative:
(B)(4). The complaint states the patient experienced inaccurate cgm values. Product was not provided for investigation. Data was returned and evaluated. The customer complaint could not be confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.